Manufacturer narrative:
(B)(4).

Event description:
It has been reported by the cath lab supervisor that during pretest the 7fr. Wedge-pressure catheter's balloon was inflated successfully. The wedge-pressure catheter was inserted via the patient's right internal jugular and when the balloon was to be inflated it did not inflate. As a result the catheter was removed and another wedge-pressure catheter was pretested, inserted and used successfully. There was no reported patient death, injury, or complications. There was no delay or interruption in the procedure. Other medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the reported complaint. A 7fr wedge catheter was tested and the reported complaint of "when the balloon was to be inflated it did not inflate" could not be confirmed. The root cause of the complaint is undetermined as there is no confirmed product failure with the returned sample. The catheter balloon was successfully inflated. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It has been reported by the cath lab supervisor that during pretest the 7fr. Wedge-pressure catheter's balloon was inflated successfully. The wedge-pressure catheter was inserted via the patient's right internal jugular and when the balloon was to be inflated it did not inflate. As a result the catheter was removed and another wedge-pressure catheter was pretested, inserted and used successfully. There was no reported patient death, injury, or complications. There was no delay or interruption in the procedure. Other medical/surgical intervention was not required.